Event description:
It was reported that during a trial implant procedure, the stylet would not feed through the lead. The lead was not used for the trial. It was indicated there was no impact on the patient that was related to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (model#: 3778-45, serial#: (B)(4)) found that the stylet coil was perforated by the stylet, 10.9 centimeters from the distal end. No shorts between circuits were detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.